Manufacturer narrative:
No pt samples were returned for investigation. Product support tested retained lot hcg1080272 with in-house controls. Investigation results for retained lot hcg1080272: control lot: 20 miu/ml hcg urine lot: hcg120130-01, 100 miu/ml hcg urine lot: hcg110307-01, 241.0 iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc spec, details as below: correct positive results were observed when tested with 20 miu/ml hcg urine control at 3 minutes read time. (N = 5) the 100 miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N = 5) the 241.0 iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N = 5) conclusion: customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retained products. Results met qc specs. No false negative results were observed. No abnormal results were found during mfg document review. Product support was unable to identify the root cause of complaint. As of (B)(6) 2012, 10 cases have been reported for lot hcg1080272. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false negative hcg results from about 4 pts. Freshly voided urine samples collected in clean container were tested immediately. Samples were probably not first morning urine. Quantitative serum done at reference lab. No specific results provided. No pt info provided. No samples available for investigation.